Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smartassist for use during cardiogenic shock and high-risk cpi section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported that the impella cp had a purge leak while on patient support. Changing the purge cassette did not solve the problem. A purge filter bypass was done successfully. Additionally, the patient was in septic condition. The patient escalated to an impella 5.5.

Manufacturer narrative:
The investigation of purge leak ¿ pump and infection/sepsis has been completed. The impella device was not returned for evaluation. Purge leak - no product was returned. Data logs were not recovered. The cause of the purge leak - pump was most likely a leak from the sidearm but the exact location of the leak was unknown. Infection/sepsis: the root cause of the infection/sepsis was unable to be determined due to insufficient clinical details.